Manufacturer narrative:
Follow-up # 1 date of submission :6/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 6/08/2016 with the following findings: the black box and alarm history showed a cs 078 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿cs alarm¿ issue was not duplicated. The pump was opened and there was moisture corrosion found near the motor flex connector, on the transceiver board. The battery cap was not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.